Manufacturer narrative:
Eval summary: the qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Torn meniscus [meniscus lesion]. Swelling of right knee [joint swelling]. Case description: spontaneous report was received on (B)(6) 2011 from a consumer regarding a (B)(6) female pt, initials (B)(6). The pt's med history is significant for osteoarthritis. On (B)(6) 2009, the pt initiated synvisc, 2 ml in the right knee. The second and third synvisc injections were given on (B)(6) 2009. On (B)(6) 2010, the pt experienced swelling of the right knee. She also stated that she had a torn meniscus repair of the right knee in (B)(6) 2010. Treatments included steroid injection and aleve (naproxen sodium). The action taken with synvisc was not provided. The pt's outcome for the events was not provided. Concomitant medications were not provided.